Event description:
It was reported that the device would not go beyond the start up screen. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system controller pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u18, which was found to be thermally sensitive.